Event description:
It was reported that during a labral repair using a speedlock implant with inserter handle, the implant failed to detach from the inserter handle. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.